Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented in clinic at a normal follow up with a device that was measuring out of range impedance on the svc vectors. The vectors have been out of range since the beginning of the one year impedance trend. Reprogramming changes were recommended.